Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Name: medtronic minimed. Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set tape was not sticking.